Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, the patient was admitted due to "10 days of irregular vaginal bleeding." Admission diagnosis: abnormal uterine bleeding, intrauterine device in situ. On (B)(6) 2025, a hysteroscopic procedure was performed. During the procedure, an endometrial polyp was identified, and a hysteroscopic endometrial polypectomy with iud removal was planned. The surgery was performed using a storz 2 system. During the operation, a short circuit and explosion occurred at the connection point between the resectoscope loop cable and the sheath hub, accompanied by visible sparks. This resulted in a burn injury to the operator's finger, characterized by localized redness and significant pain.